Event description:
Complainant alleged that during the incoming inspection of the product, the device's discharge buttons would not discharge the defibrillator. The complainant indicated that there was no pt involvement in the reported failure.